Event description:
It was reported that there were non-severe burns to pts while using the cast cutter and blade. Attempts to collect additional info from the account have been unsuccessful. The account reported that they only wanted the MFR to be aware of the situation and they were not returning the device for eval.

Manufacturer narrative:
The account was using a (B)(4) cast cutter, it is unk what type of blade was being used. Attempts to collect this info have been unsuccessful. This report will be updated if additional info is received.